Manufacturer narrative:
Separation is demonstrated on the caution label. Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Add'l comments: per the attached caution label, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device verifies the separation of the wire guide (the distal tip was also returned). The reasons for this type of device failure are typically; difficulty withdrawing the device or the wire guide is damaged through contact with the needle or other instrument. A tortuous anatomy could also result in excess force being required to withdraw the wire guide causing the damage seen on this device. At this time, we cannot determine with any degree of certainty why this failure occurred. The event description states that "upon imaging, they discovered a knot at the tip of the wire." This could occur if in the attempt to remove the introducer and wire a back and forth movement was made which would bend the wire back over on itself which in turn would create a kink. After the wire is kinked, withdrawal becomes much more difficult. We will continue to monitor for similar complaints. Per quality engineering risk analysis (qera), the risk is insufficient so no actions are due at this time.

Event description:
During the procedure (right femoral access), the needle was inserted, the wire was advanced thru the needle following proper micropuncture technique. The needle was removed, the wire was still in place and the micropuncture introducer was advanced over the wire. As they were pulling the inner introducer and wire out, the wire would not exit. Upon imaging, they discovered a knot at the tip of the wire. During the second attempt to remove the wire, the tip sheared off. Retrieval of the tip was successful. No adverse event to the pt was reported.